Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with bg of 45 mg/dl while using the ilet bionic pancreas. The user treated with oral carbohydrates and later experienced hyperglycemia with bg of 350 mg/dl, administered 7 units of novolog by injection, and reconnected to the ilet after two hours with bg of 124 mg/dl. No hospitalization or long-term health effects were reported.